Manufacturer narrative:
Product failed for unknown hand piece when pressing window lock function button after 30 minutes warm up. Cause of error is a defective motor controller pcb. Unit is out of warranty and is considered to be normal service and repair. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be a failed circuit board.

Event description:
During a knee arthroscopy procedure it was reported that the functional window lock was not functioning in both ports. There as no report of patient injury. A back-up device was available.